Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that some atrial undersensing of atrial tachycardia (at) / atrial fibrillation (af) episodes on stored electrograms (egm) was noted resulting in false terminations of at/af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.